Event description:
The customer reported leakage of tpn from the pumping segment during an infusion of tpn. The tubing appeared to have been mis-loaded with the silicone segment stretched and the upper fitment above the pump. It was reported incidentally the infusion had been difficult to start the previous evening due to occlusion alarms. The pressure limit is set at 200 mmhg. No patient harm was reported.

Manufacturer narrative:
The customer¿s report of leakage from the pumping segment during an infusion was confirmed. Visual inspection observed a tear/cut in the silicone segment at the upper fitment. Functional testing was performed; an infusion test was started and a leak was observed coming from within the pump module. The root cause of the leak was identified as a tear/cut in the silicone segment at the upper fitment. The customer indicated the tubing appeared to have been miss-loaded with the silicone segment stretched and the upper fitment was above the pump.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
Additional information provided.